Event description:
It was reported that during a lung resection, that after closing the articulated stapler to start the shots in the lung, the same brake stopped before the shot was not possible to reopen. After attempts to stir the reverse and change the polarity of the battery, the opening security mechanism had to be triggered - black lever - and after a few attempts the stapler opened. This handling caused a "injury" in the lung. Patient had more air flight being necessary another day of drain and cti.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Is the current patient status known? Yes, ok. 2. Were there any consequences or changes in the patient's post-operative care as a result of the event? As described in the product complaint, yes, the patient spent an additional 24 hours with a drain due to a greater air leak, and remained an additional 24 hours in the hospital. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.